Manufacturer narrative:
E1 - initial reporter establishment name initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise in image a root cause could not be identified. Based on the results of the investigation, it is likely the damaged charged coupled device unit led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope's scope connector did not transmit an image. The issue was found during pre-use inspection and there were no reports of patient involvement.